Event description:
Related manufacturer report numbers: 2017865-2023-42901; 2017865-2023-42902.

Event description:
It was reported that noise episodes were observed on the implantable cardioverter defibrillator on the right atrial (ra) and right ventricular (rv) channels (leads) via remote monitoring. It was though that the noise observed was electromagnetic interference (emi) and external in nature. The clinician was to discuss with the patient to determine what possibly could be the source of noise in the evening time. The patient had no symptoms. They were to continue being followed up in clinic and monitored.